Event description:
The medical center in the EU had an impella cp placed for hemodynamic support of a patient admitted in cardiogenic shock. During the support the alarms and pump values prompted the team to believe there was hemolysis caused by the impella. The team explanted the pump to remedy the issue after just over 56 hours of support. At the time of pump explant there was biomaterial adhered to the pump.

Manufacturer narrative:
The investigation into the presumed hemolysis is on-going at this time. Upon completion of the investigation a final report will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The returned device was inspected and a piece of biomaterial was found wrapped around the impeller. Based on the device inspection and the clinical account of sudden increase in placement signal and motor current, following suspected hemolysis, the root cause of the hemolysis is most likely due to biomaterial.